Event description:
It was reported that customer's insulin pump had a button error. She woke up and she was low, so she treated with the device and noticed that the up and down buttons are not working. The device then alarmed button error. Customer's blood glucose was 2.6 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, belt clip and minor scratches on the display window.